Event description:
It was reported to philips that the system failed to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use when the issue occurred. Review of the logfiles identified an issue where the sib was not working as intended, indicating a possible network connection issue. A philips field service engineer (fse) inspected the system onsite and identified the fast ethernet switch 16-port as the cause of the issue. The fast ethernet switch 16-port was replaced to resolve the reported issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.